Event description:
A customer contacted beckman coulter inc. (Bci) reporting that cartridge chemistry (cc) sample probe was spitting fluid and customer stopped the unicel dxc 600 pro synchron clinical system. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
The customer performed alignment and replaced the sample probe and syringe. A field service engineer (fse) went on-site (B)(6) 2011 and found a clot in the waste valve. Fse replaced waste valve and cc sample probe and this resolved the issue.